Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a cellulitis infection of the neurostimulator pocket from a battery revision and received antibiotics (cephalexin 500 mg bid for 10 days) from the primary care provider due to oozing and redness. It was noted that there was a causal relationship between battery revision procedure and the event, and that the event was not related to the neurostimulator, leads, external device, or spinal cord stimulation therapy. Interventions taken include administering medications and the outcome of the event was recovering/resolving as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that battery revision was not related to any study relatedness. No further complications were reported/anticipated.